Event description:
It was reported that multiple cartridges were leaking from the cartridge pigtail. There was no adverse impact to the customer's blood glucose level. Caller was able to change the cartridge and resume insulin therapy successfully.